Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-01718. It was reported that the patient presented via remote transmission. Review of the transmission revealed several atrial noise reversion episodes and one ventricular noise reversion episode. The electrocardiograms are consistent with lead noise. Reprogramming was discussed, no changes were made. The patient was stable.